Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose and no delivery alarm. Customer¿s blood glucose was 520 mg/dl. Customer stated the no delivery alarm was resolved by changing the complete set. Customer declined to troubleshoot for high blood glucose. The insulin pump/reservoir will not be returned for analysis.